Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. In addition, during investigation a mechanical damage to the stimulator housing was found. The reason for the damage to the housing is unknown; however this finding did not cause the reported problems. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's parents reported a decreased auditory performance over the past year. The patient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's parents reported a decreased auditory performance since one year.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported a decreased auditory performance since one year.